Manufacturer narrative:
Covidien reference #: (B)(4). Evaluation of the incident pencil found it to function normally and within specifications. No conditions were identified that would have caused or contributed to the reported event. The instructions for use warns that the sparking and heating associated with electrosurgery can provide an ignition source. Observe fire precautions when using with flammable substances. Tissue build-up on the tip of an active electrode poses a fire hazard. Keep the electrode blade free of debris. Wipe the electrode often with moist gauze or other material.

Manufacturer narrative:
(B)(4). Date of initial report: 08/17/2015. The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported while using the cautery during surgery, the cautery device was removed from patient tissue and a flame was present at the tip of the device. The flame went out after approximately 10 seconds without any intervention. There was no patient harm. Customer medwatch report number is 3901330000-2015-8015.